Manufacturer narrative:
H6) additional information was received indicating that the reported event occurred during testing; there was no patient injury.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case. Event log history indicated that check clutch/plunger lever was found recorded in history. During analysis, multiple occlusion tests were performed and still unable to duplicate the check clutch error. Service replaced lead screw and clutch halves for preventive maintenance, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch plunger error. No adverse effects were reported.